Event description:
On (B)(6) 2010, a respiratory therapist reports a high pitch noise and internal leak from inomax ds device #(B)(4). She also observed the inomax cylinder pressure fall to 600 pounds per square inch (psi) in 10 mins. She states the pt was on 100% oxygen and the oxygen level read 90%. The respiratory therapist did not provide any additional pt or treatment info, but stated there was no harm to the pt and no adverse event occurred. When the respiratory therapist was transferred to (B)(4) technical support, it was agreed to switch the inomax ds device with another unit.

Manufacturer narrative:
A customer reports a high pitch noise and internal leak from inomax ds device #(B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced, correcting the internal leak and low nitric oxide pressure alarms. The high pitch noise could not be duplicated and was not observed during inspection. The root cause of the incident was a failed pressure switch.